Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted into the medical center with spontaneous intracranial bleeding on (B)(6) 2017. The inr lab result was 3.1 upon admission. It was reported that the pump was functioning as intended with no alarms and all parameters were within the patient's baseline values. The CT scan revealed massive intracranial bleeding with expected poor prognosis. A ventriculostomy was placed. Consequently, on (B)(6) 2017, the patient expired. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported intracranial bleeding could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.